Event description:
Related manufacturer reference number: 2017865-2021-35074. Related manufacturer reference number: 2017865-2021-35075. It was reported in clinic that the patient's atrial (ra) lead exhibited loss of sensing, loss of capture, and high pacing impedance. Chest x-ray confirmed that the ra lead was dislodged and that the right (rv) and left (lv) ventricular leads had a lack of slack. During the ra lead explant procedure, it was noted that the helix would not retract, the ra lead was explanted and replaced. It was also noted during the explant procedure that the rv lead helix would not extend, the rv lead was explanted and replaced. The lv lead was also dislodged during the explant procedure when moving the rv lead, the stylet would not go through the lv so the lv lead was explanted and replaced. The patient has been discharged.